Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was loose in the ipg pocket site due to the patient's weight loss. As such, the physician electively explanted and replaced the ipg with a different model, to take advantage of newer technology. Reportedly, the issue resolved following the procedure.